Manufacturer narrative:
Related MDR for this event: 2029214-2020-00518. The device will not be returned for evaluation as it was consumed in the event. Based on the reported information, there did not appear to have been any defect of the device during use. This is a procedure related event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a marathon catheter that ruptured during onyx injection. The patient was being treated for transarterial embolization of a dural arteriovenous fistula. Vessel tortuosity was normal. It was reported that the device was prepared, and the procedure completed according to the manufacturer instructions for use (IFU). After priming of the catheter was completed per IFU, onyx injection began with an advancement rate of 0.25ml every 90 seconds. At the point about 0.3ml of onyx solution had been injected there was a slight backflow, so injection was paused for 30 seconds, then continued injection. After 0.1ml more the injections were not advancing as expected so there was another 30 second pause. There was then some resistance, but injection continued in order to create a plug. The marathon microcatheter then ruptured at the distal end after 0.35ml had been injected. Since it was less than 3 minutes from the start of the injection, it was considered that solidification of the onyx may have begun near the tip of the catheter however was still within the injection time for the procedure IFU. The patient's access blood vessel was thin, but the catheter was not kinked, and the resistance had not been significant to cause the burst catheter. Backflow during the procedure did not exceed 1cm. The ruptured catheter was withdrawn from the patient. Additional information received reporting that the onyx procedure was completed. Additional treatment for aneurysm embolization was not completed and was scheduled for a later date. There was no report of any further adverse event related to the catheter piece remaining in the patient. There was no reported harm or injury to the patient.